Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to the device not recognizing the door being closed. The cause was identified to the device not recognizing the door being closed and the hooks were adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Observed a "load set". During evaluation of a returned spectrum pump, the device experienced a "load set". There was no patient involvement. No additional information is available.